Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later, the pt experienced recurrent stress urinary incontinence, urge incontinence, urgency, frequency and urinary tract infections. No explant procedure was reported. Subsequent surgeries, treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.